Event description:
A healthcare facility in (B)(6) reported to fisher & paykel healthcare's branch office in the united states that the 900mr561 temperature probe was allegedly "not reading the correct temperatures". Replacing the temperature probe resolved the issue. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The complaint 900mr561 temperature probe is currently en route to fisher & paykel healthcare for inspection and testing. We will submit a f/u report following receipt of the device and completion of our investigation.